Manufacturer narrative:
Unable to prime unit during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. Device received with cracked case at display window corners, reservoir tube and battery tube threads. Device received with scratched display window and missing end cap sticker. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump alarmed multiple motor error alarms. Act button was cracked and broken, screen was scratched, and label had come off. Customer's blood glucose was around 40 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.